Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 08:49:06 on (B)(6) 2022. At 13:17:59, an arrhythmia was detected. ECG shows af @ 30 bpm with pac¿s and CPR/motion artifact. At 13:19:10, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The rhythm at the time of treatment was af @ 30 bpm with pac¿s and CPR/motion artifact. Post shock rhythm was sinus bradycardia @ 30 bpm with CPR/motion artifact. The electrode belt was disconnected at 13:27:00 on (B)(6) 2023.